Event description:
The manufacturer received information alleging a ventilator's display screen was damaged. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd display screen was replaced to address the issue. Evidence consistent with an impact to the display screen was observed.